Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) was investigated. Upon investigation the charger was resetting. The cause of the resets was isolated to a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a patient's battery charge and reported that it was not powering on.